Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was received and evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the failure of the charged coupled device (ccd) prevented the video function from functioning properly, resulting in image failure. The cause of the faulty ccd could not be identified. In addition, other device defects found were cable breakage, collapse of the connecting tip, and serial number imprinting fading. These defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no image displayed on the hd camera head. There were no reports of patient harm associated with this event.